Event description:
Customer reported issues with the insulin with the insulin pump. Customer states that they were attacked by a dog while the insulin pump was attached to them. The blood glucose reading is 93 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with detached end cap, dog chew marks on case, dog chew marks on keypad, pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked battery tube threads, peeling and damage address label.